Event description:
It was reported that the right ventricular (rv) lead had a high number of short v-v intervals, was oversensing and noise was present. It was also reported that a lead integrity alert (lia) was triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data from the device and the full lead were received and analyzed. The performance data showed right ventricular (rv) lead oversensing with five lead failure predictor high rate episodes equal to or less than 180 milliseconds average v-cycle between (B)(6) 2012. Additionally, a lead integrity alert for lead failure predictor occurred on (B)(6) 2012. Upon physical analysis of the lead, a fracture was noted as the superior vena cava defib coil was exposed/flexed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004. (B)(4).